Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was been high and she was unsure if the insulin pump was delivering enough insulin. The patient's blood glucose at the time of incident was 590 mg/dl. The customer felt thirsty and tired as a result of the hyperglycemia. The customer treated with manual insulin injections and an insulin pump bolus. Troubleshooting was initiated to inspect the insulin pump and there were no apparent anomalies noted. A high pressure test was performed and the insulin pump passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The insulin pump was not returned for analysis.